Manufacturer narrative:
The internal documentation has been reviewed and shows neither performance abnormality nor causality relationship between the reported event and the suspected device, and thus shows that the icp catheter has been delivered conform to its specification. A first visual analysis was performed and showed that the metallic stylet was inserted in the drainage channel instead of the stylet channel. The silicon part separating the two channels is torn. A functional analysis was then performed. According to these tests, the zeroing function was tested and the result was conform. Furthermore, we contacted our distributor in china for more information about the use of the product. However, information provided did not allow us to identify the root cause of the event. In conclusion, catheter defect explains the csf leakage reported. This defect is probably due to an accidental perforation of the silicone tube with the stylet by the user.

Event description:
A leakage has been found after icp ventricular catheter implantation. Doctor found that the pre-inserted stylet was located in the wrong channel inducing csf leakage.

Event description:
A leakage has been found after icp ventricular catheter implantation. Doctor found that the pre-inserted stylet was located in the wrong channel inducing csf leakage.

Manufacturer narrative:
The internal documentation has been reviewed and shows neither performance abnormality nor causality relationship between the reported event and the suspected device, and thus shows that the icp catheter has been delivered conform to its specification. A first visual analysis was performed and showed that the metallic stylet was inserted in the drainage channel instead of the stylet channel. The silicon part separating the two channels is torn. A functional analysis was then performed. According to these tests, the zeroing function was tested and the result was conform. Furthermore, we contacted our distributor in china for more information about the use of the product. However, information provided did not allow us to identify the root cause of the event. In conclusion, catheter defect explains the csf leakage reported. This defect is probably due to an accidental perforation of the silicone tube with the stylet by the user.